Event description:
Acclarent was notified on (B)(6) 2012 of an event during a sinus surgical case when acclarent balloon dilation technology were used. An acclarent spin device was used to dilate the frontal and maxillary sinuses. After the successful dilation, and prior to the pt leaving the office, she was told she could blow her nose. There was immediate swelling of the upper and lower eyelid. There was no vision change. The pt was given ice and swelling immediately resolved. There was no other treatment and no sequelae.

Manufacturer narrative:
Acclarent followed up on this report to gather add'l info. Vp of medical affairs stated that there is not enough info to determine if there was a pre-existing bony dehiscence or a bony defect created by the balloon sinuplasty. The eye lid swelling was not orbital but rather preseptal and therefore without serious consequences. The subject device of this report was not returned for eval, and it's whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.